Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a hemorrhagic complication, severe hematuria, and anticoagulation was held for a few days. A brief power spike was observed followed by a transient and mild lactate dehydrogenase increase above the patient's baseline, the since improved. This was thought to be due to a small thrombus formation inside the pump. The log files showed several low flow events on (B)(6) 2022 and (B)(6) 2022. As well as power elevations on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The low flow alarms and speed changes occurred during a perioperative period of urgent bladder surgery for hematuria. The patient developed a hemorrhagic shock in the immediate post-operative period and the speed had to be lower for a couple of days. The speed was returned to baseline. The patient would be monitored for power elevations and pump malfunction. Anticoagulation with heparin was started within therpeutic range; however, there was a mild increase in lactate dehydrogenase (ldh). Ldh peaked at 1.5 uln right after the power spikes and it was believed the patient developed a small fibrin thrombus at the rotor bearings when anticoagulation was discontinued for surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. Review of the submitted log files confirmed transient elevations in pump power and flow; however, a specific cause for these elevations could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding and elevated lactate dehydrogenase (ldh) levels could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported infections could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2022, per the timestamps. Multiple, transient elevations in pump power and estimated flow were captured between (B)(6) 2022. It should be noted that these elevations were captured during pi events. Additionally, multiple low flow events were captured between (B)(6) 2022. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account indicated that they occurred during the patient¿s surgical procedure and were also associated with a manual decrease in pump speed. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including pump thrombosis, hemolysis, bleeding, and infection. This section also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and infection potential late post-implant complications that may be associated with the use of heartmate ii lvas, outlines indications of thrombus, and states how to respond to such events. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, this section describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Furthermore, several sections of the IFU and heartmate ii patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the hematuria was from a rupture of the posterior wall. The patient developed a postoperative infected pelvic hematoma and fistula following the surgery for massive hematuria. The patient developed wound pain and drainage and cultures were positive for klebsiella pneumoniae carbapenemase (kpc). The patient required percutaneous drainage of the hematoma, and the fistula between the bladder and the pelvic region that was being treated conservatively with gradual improvement. The patient was on targeted antibiotics. It was still believed that the patient may have previously formed a small thrombus inside the pump while anticoagulation was held but thrombus was not confirmed. An echocardiogram ramp study was performed and did not suggest pump thrombus. The patient did not have any clinical signs of device thrombosis. There were further power elevations but were less frequently observed. The patient was gradually recovering from the bleeding complication and was still unable to be reactivated on the transplant list due to surgical urological reinterventions and infectious issues. The pump appeared to be working properly and the patient's lactate dehydrogenase (ldh) remained relatively stable at a new baseline of 1-1.5x uln. The patient was anticoagulated with intravenous heparin but targets were held and/or decreased for periods of time due to recurrent urological bleeding.

Event description:
It was reported that the patient had a chronic driveline tract infection.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the low flow alarms and speed changes occurred during a perioperative period of urgent bladder surgery for hematuria. The patient developed a hemorrhagic shock in the immediate post-operative period and the speed had to be lower for a couple of days. The speed was returned to baseline. The patient would be monitored for power elevations and pump malfunction. Anticoagulation with heparin was started within therpeutic range; however, there was a mild increase in lactate dehydrogenase (ldh). Ldh peaked at 1.5 uln right after the power spikes and it was believed the patient developed a small fibrin thrombus at the rotor bearings when anticoagulation was discontinued for surgery.